Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the surgeon had used four scissor instruments, and the tip covers kept falling off. The customer just wanted to report the issues for documentation. The customer added that the surgeon was very experienced and knew how to install the covers and felt something was wrong with the instruments. The surgeon proceeded with the procedure as planned with no reported injury.